Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found that due to the nozzle clogging, the water supply volume and water removal did not meet specifications. The air supply volume did not meet specifications due to the clogging of the nozzle. Additionally, the bending angle in the up direction did not meet specifications due to wear of the angle wire. The play of the up/down knob did not meet specifications due to wear of the angle wire. The flexibility adjustment ring, forceps elevator knob, up/down knob, right/left knob, scope cover unit, switch 1, switch box, suction cylinder cover, scope connector, universal cord, grip, camera cover, connecting tube, and control unit, were scratched. The adhesive on the rubber bending cover was deteriorating and chipped. The investigation is ongoing. Therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The evis lucera elite colonovideoscope was returned to olympus for evaluation with a report that there was poor water supply. The customer reported that the issue was found during inspection before an unspecified diagnostic procedure. The intended procedure was completed, with no report of patient or user harm due to the event. During inspection and testing, foreign material was found in the air/water nozzle. This report is being submitted for the malfunction found during the device evaluation.